Event description:
It was reported that during preparation of the balloon catheter, a leak was observed at the proximal shaft. There was no patient involved.

Manufacturer narrative:
Additional information: there is an ongoing CAPA investigation, (B)(4) associated with this report. (B)(4).

Event description:
On 2/16/10, during device evaluation by baxter the channel a stop key colleague cx triple channel volumetric infusion pump was found to be not working. There was no patient injury or medical intervention necessary according to the hospital representative. This device utilizes user interface module master software version 5.04.00 categorized as unremediated.

Manufacturer narrative:
The condition of channel a stop key is not working was confirmed. The pump head module keypad was replaced to correct the reported condition. (B)(4).